Event description:
It was reported that during a laparoscopic appendectomy procedure, the tech put a load in the device for the first firing. The device was inserted into the trocar and the surgeon did not close it all the way at first then once inside the patient the device was closed then attempted to be opened to place on the tissue however the device would not open. The device was removed through the trocar and still would not open. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Na. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Na. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Na. Was the instrument fired across or near an existing staple line or clip? Na. Were any unexpected noises heard? Na. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.